Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional draw testing and the indicated failure mode for insufficient flow with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder customer reports low draw. The following information was provided by the initial reporter. The customer stated customer problem: customer is reporting low draw volume with product 368652. Lot 2223194. They see the flash and the blood is there but as soon as they insert the tube it would be very slow to draw an only fill up to 0.5inch of the tube. They have tried multiple tubes.